Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system delivered an inappropriate electric shock due to noise oversensing. It was found that the rhythm accelerated to the atrial fibrillation (af) zone after inappropriate shock therapy was applied. It was noted that the smart pass feature was unable to turned on. The patient presented to the clinics and low amplitude was observed and isometric testing was performed. Some noise was reproduce; however, the noise was not oversensed. It was indicated that this patient lost a lot of weight. Troubleshooting options were discussed and recommended. Currently, this s-ICD system remains in service and no additional adverse patient effects were reported.